Event description:
It was reported by the pt's attorney alleged a deficiency against the device, per additional information received, the pt has experienced incontinence, pelvic pain, and pain during intercourse.